Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 51 mg/dl. The customer reported that there was calibration not accepted alert and change sensor alert. The troubleshooting was performed for calibration not accepted alert and change sensor alert. The troubleshooting was not performed for low blood glucose level. The product will not be returned for analysis.